Event description:
A volume discrepancy was reported. The actual residual volume was less than the expected residual volume. The pump was empty. The last refill was early october and the next refill was not due until mid november. The patient did not experience any symptoms of under or over infusion and no exposure to higher temperatures reported. Per the hcp the patient was on the table and the refill was conducted under fluoro. It was also indicated that the patient no longer wanted the pump. The pump was used to deliver clonidine and morphine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).